Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue; moisture behind the display. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/1/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2016 with the following findings: visible moisture on display. Battery compartment crack above grip pad. Leak test failed due to display lens leak. Opened pump, moisture corrosion found on printed circuit board and motor housing. No moisture found in battery compartment.